Manufacturer narrative:
Manufacturing date: the manufacturing site reported that the manufacturing date for the device is november 2, 2007.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented with micro-striae in left eye during the 1 day post. On (B)(6) 2019 striae was much more significant and affecting vision. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision and halo/glare/shadows in left eye. Patient reported symptoms are not interfering with daily activities. Patient to have photorefractive keratectomy in left eye. Bcva from (B)(6) 2018: right eye pre-op 20/20, -7.50 x -1.25 x 35; left eye pre-op 20/20, -7.75 x -1.50 x 130; bcva from (B)(6) 2019: right eye post-op 20/20, .00 x -1.25 x 125; left eye post-op 20/25, 1.75 x -1.75 x 10.